Manufacturer narrative:
The complainant in (B)(6) has answered all clinical questions and returned the product for analysis. The analysis is on-going at this time. Upon completion of the investigation, a final report will be submitted.

Event description:
The complainant in (B)(6) had a male patient of unknown age admitted in cardiogenic shock and acute myocardial infarction. The team chose to place an impella cp for support, in combination with extra corporeal membrane oxygenation (ECMO). After two days of support there were signs of hemolysis. The medical team chose to assess the pump position and give volume. The impella was stated to be in good position. The following day the team drew labs and found the plasma free hemoglobin (pfhg) level to have risen above 130mg/dl. Due to these signs of hemolysis, the impella pump was explanted and the team infused blood products.

Manufacturer narrative:
Since the initial report was filed the product and data investigation has completed. The complainant returned from the EU the pump and hemolysis testing was done. When the pump was returned, biomaterial was noted to be within the pump impeller. Upon removal of the biomaterial the pump passed hemolysis testing. The data logs revealed the pump to be in appropriate position and without any suction or motor current alarms. The etiology of the biomaterial is not known, and as such the root cause of the hemolysis was unable to be determined. The failure mode will be monitored and trended.